Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 450 mg/dl and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. A the event occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.